Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was unknown. The customer was admitted at the hospital sometime in 2013. Customer cause of hospitalization was high blood glucose. Customer was wearing the pump at time of hospitalization. The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was unknown. The customer stated the act button is peeled off and the keypad is difficult to press. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The insulin pump was received with intermittent express bolus, escape and act buttons response due to flattened button dome switches. The lcd keypad connector was not found unlocked during our visual inspection. The operating currents are within specification and passed the self-test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No excessive no delivery alarms noted. The insulin pump had cracked reservoir tube lip, minor scratched lcd window, scratched keypad overlay and scratched reservoir tube window.